Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a 84-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. The patient had bleeding from the mouth and stent thrombosis prior to the impella placement. The impella cp was inserted and the patient was noted to have pink tinged urine. The physician was made aware but did not want to reposition the device. Two days later, the family elected to withdraw care, and the patient expired. The device is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.

Manufacturer narrative:
H6 a01 was erroneously entered on the initial manufacturer device report number therefore a24 was added. The investigation was completed and no device was returned. Investigation summary: ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6: medical device problem code a01 was erroneously entered on the initial manufacturer device report.